Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: gel bleed: not observed since no gel is out of the device and the weight is within specification. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.

Event description:
Healthcare professional reported "no complaint against the device¿. Later hcp reported "extracapsular silicone" and "capsule was thin" reported via MRI. This record is for the left side. Device was explanted and replaced.